Manufacturer narrative:
The device was evaluated at olympus (B)(6) & (B)(6) (oaz) for evaluation. As a result of the evaluation, the following was confirmed. The endoscopic image was not displayed due to the camera cable failure. The cable assembly was replaced. Based on the information provided, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to damage to the camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the damage to the camera cable may have been caused by the user's handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported camera cable breakage. Omsc determined that following this instruction can prevent the occurrence of the reported event. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image of the device was not displayed when the device was plugged into the video processor. The user replaced the device to another device and completed the intended procedure, cystoscopy. There was no report of patient injury associated with the event.